Event description:
Additional information was received from a consumer. It was reported that the device had always sat up at an angle which was considered tilted. It had always been tilted in their back and they would be seeing a urologist on monday (B)(6) 2020 to see if they think that that¿s an issue. It was later reported, after an appointment with the manufacturer representative, that it is tilted and the only thing they can do is have it removed and re-inserted. However, the patient stated that they did not want to do that until the new device comes out, so they can get mris. They again reiterated that it had been tilted pretty much the whole time that it had been in there. The patient also mentioned that at the time of the event they were 235 lbs, but in december they were 135 lbs. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further explained that the device sits different than when initially placed. The patient did not know of anything that had changed that could have led to the issue; they have knee issues and are not active. It was noted it remains in the same position and the patient inquired if they needed to do something. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that it seems like the ins has tilted over the years. Patient was able to connect with device during call. Patient did not mention any other issues regarding ins site. Patient services reviewed that if patient begins to experience difficulty connecting to device or notice any other changes to ins site, to contact hcp. There was none symptom reported. There were no further patient complications are anticipated or expected as a result of this event.